Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported. The biomed evaluated the device after the incident with no trouble found. This biomed indicated that the issue was being attributed to a user error. Based on the customer's report we are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.